Manufacturer narrative:
B5 updated with additional information received from the clinical site. H6 updated to reflect the additional failure mode reported from the clinical site. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26602. G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26602.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured renal failure with a "possible" relationship to the impella device used: ¿aki secondary to hemolysis. Eventually transitioned to hemodialysis via permacath.¿ the patient not recovered.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a 33 year old female patient on a cp pump placed to support a patient admitted in with cardiogenic shock and myocarditis. The pump was placed but there were signs of hemolysis. The free hemoglobin (pfhg) was rising, pump repositioning did not remedy, and when the patient stopped making urine and creatinine rose, the team made decision to explant pump. The patient was successfully weaned and explanted.